Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the reported issue and observed that at the end of a sample run, the test cups went in sideways and then caused the incubator to jam, as the b/f (bound/free) washer moved slowly upwards. This mechanical issue caused the reported complaint. Fse ordered a new b/f washer unit and scheduled to return to the facility to install it the next day. Fse also checked all adjustments and adjusted the incubator to the pickup arm. On (B)(6) 2018, the fse returned to the customer's facility to complete the service. Fse install the bound/free (bf) washer unit, reset the motor drive board, ran quality controls (qc), and patient samples. All results were within acceptable range. The aia-600ii instrument is functioning as intended without any errors. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-600ii operator's manual under chapter 8: troubleshooting states: pickup failure turn off power to the analyzer. Open covers and check inside the instrument for dropped test cups or tips, test cups or tips obstructing the waste chute, or a test cup stuck in the pickup chuck. Remove any obstructions, clean the waste chute and bottom of the pickup chuck with ethanol, secure the plastic waste liner under the lip of the waste chute. Reinitialize the analyzer by turning on the analyzer at the power switch. Call tosoh bioscience if problem reoccurs. The most probable cause of the reported issue is due to a faulty b/f (bound/free) washer unit.

Event description:
On (B)(6) 2018, a customer reported getting test cup pick up failure and nozzle slide error while running quality controls (qc) on the aia-600ii instrument. Customer stated the test cup picker and nozzle slide were cleaned but the error persisted. The customer is unable to run patient samples on follicle stimulating hormone (fsh) and luteinizing hormone (lh ii). On (B)(6) 2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and lh ii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.